Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that he was hospitalized due to low blood glucose. Customer's blood glucose at time of incident was 30 mg/dl. The customer was treated with food. The customer was admitted to the hospital. Customer's blood glucose at time of admission was 23 mg/dl. Customer stated the paramedics came to the house. During the troubleshooting, customer stated that pump was exposed to an MRI. Customer was assisted in performing displacement test and test passed. The customer was advised to monitor pump. The customer also reported that he had button error alarm. The alarm was explained to the customer and it happened two months ago. The customer has no issue with the button.